Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the cap was used with the instrument, a black piece was observed inside the patient. The fragment was retrieved during the same procedure with a delay of greater than 30 minutes. There was uncertainty about which of the universal seals were involved, leading to the decision to return all three seals for further investigation. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. A universal seal was returned and analyzed, and it was found to have a tear on the black rubber duckbill. The torn piece was returned with the seal. No pieces were found to be missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.